Event description:
It is reported that as the reamer passed through the nail a small piece from the tip of the reamer broke off.

Manufacturer narrative:
Eval summary: the cutting edges of the reamer exhibit wear and tear. The failure may have occurred due to a combination of wear and other possibilities of the tip wakening from reaming through dense bone or the tip of the reamer getting caught on the nail. Conditions at the time of failure are unknown. The load and angle exhibited by the surgeon are unknown and may have impacted the failure of the device. The portion of the flute that fractures off was not returned for review. There is too little info regarding product usage to determine the potential root cause of the device failure. Cause cannot be definitively determined. The device has a potential field age of approx 9 months. Device history records indicate all components were manufactured and inspected to specification.